Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. A culture test was performed and the results revealed (B)(6). The patient was treated with cefazolin and ceftazidime (dose, route, and frequency unknown). The cause of the peritonitis was unknown. The patient was recovering. The patient continued with vancomycin (dose, route and frequency unknown). Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation that supports a causal relationship between the report of peritonitis and use of the liberty select cycler or liberty cycler set. Peritonitis caused by staphylococcus aureus is common among pd patients. Staphylococcus aureus are normally found on the skin or nares of humans and peritonitis caused by the organism can often be attributed to pd catheter exit site or tunnel infection or touch contamination. Based on the available information the exact source for the patient¿s methicillin resistant staphylococcus aureus peritonitis cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains.